Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va11dwe, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient indicated for fecal incontinence and gastrointestinal/pelvic floor reported the incision never healed after surgery. The patient reportedly had an open wound since implant in (B)(6) 2015. Information received via the manufacturer representative, indicated that "everything was working fine," but then the patient's body started to reject the system. The lead and implantable neurostimulator (ins) were pushed up to the point that they could see the lead though the skin. The patient had emergency surgery on (B)(6) 2016 to tuck the ins and lead deeper into their body. When the patient turned on their patient programmer the following day, they saw a warning power on reset message. The patient was advised to contact their doctor.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.